Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an issue with charging the pump battery. Additionally, the pump battery was depleting quickly resulting in the pump shutting off. There was no reported impact to the customer¿s blood glucose level. The customer declined follow up from tandem technical support.